Event description:
There was a report of a cartridge change error with the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to remove an o-ring from the pneumatic tap and clean the area. After following the on-screen instructions, the customer successfully attached the cartridge to the pump and completed the loading process, allowing them to resume insulin use.